Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a xxx-yyyy alarm code. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2016-correction to describe event or problem: the reporter alleged an ¿unusual issue¿ rather than a ¿communication¿ alarm issue. It was reported that during the troubleshooting of the cs 088 alarm, following a reboot attempt, the pump continued to vibrate and make a ticking noise. There was no indication that the product caused or contributed to an adverse event.